Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps during a colonoscopy with clipping procedure performed on september 10, 2025. During the procedure, when the clip was attempted to be deployed, it remained attached to the catheter. When it eventually released from the catheter, the clip broke apart. The physician tried to remove all of the broken pieces. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.